Event description:
It was reported that the unit stopped cooling water. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved by replacing the thermal unit.

Event description:
It was reported that the unit stopped cooling water. No adverse consequence or clinically relevant delay in treatment was reported.